Event description:
It was reported to nova biomedical, that a consumer allegedly had a car accident due to a hypoglycemio event. Meter is reading low blood sugar as intended and control solutions and test strips are in range. The difference in the readings was determined to be clinically significant. The meter in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.